Event description:
This lead was capped due to high impedance readings (2300 ohms). The patient required atrial pacing for sick sinus syndrome. The physician also chose to change out the device at the same time. Should additional information become available this file will be updated.